Event description:
It was reported that a minicap sponge was observed with inadequate iodine. There was no patient involvement. No additional information is available. This is report one of eight.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).. Device manufacture date: 10/03/2014 ¿ 10/09/2014. A companion sample was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the companion minicap sample by pressure testing the pouch. The reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.